Event description:
Alleged false negative result. A call was received on 07/07/97 from a client who tested negative with confide but allegedly tested positive on 09/16/96 through a specimen collected at the county jail. The client was advised by the confide counselor to seek follow-up medical evaluation,including retesting. He indicated he would do so and report the results to the test results center. Upon learning of this complaint, dad quality assurance met with the appropriate dad departments and began complaint investigation #qac97-00027.